Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99102. Supplemental rationale corrected data: b5, h6, h11. 2 previously reported events were included in this follow-up record. Product return status 2 devices were received. Evaluation findings (results/components) 2 devices: no device problem found / part/component/sub-assembly term not applicable product disposition 2 devices: serviced and returned to customer.

Event description:
No change

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 2 events for the failure: inability to irrigate. 2 events had problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 1 device was received. 1 device investigation type has not yet been determined. Evaluation findings (results/components): 1 device: no device problem found / part/component/sub-assembly term not applicable. 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition: 1 device: serviced and returned to customer. 1 device: product disposition is not yet determined. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed or reused.